Manufacturer narrative:
(B)(6). Date of report: 06aug2019. International UDI (B)(4). The field service engineer (fse) evaluated the unit and unable to duplicate the reported problem however; review of the diagnostic report (drpt) found a pressure auto zero sensors failure. The fse replaced the data acquisition board to address the reported issue found in the drpt. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the unit alarmed machine error near end pressure sensor zero failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.